Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (500 mcg/ml; 200 mcg/day; lot number unable to be obtained). The patient's indication for therapy/device use was intractable spasticity and multiple sclerosis. The patient's medical history or additional drugs being used to treat the patient at the time of the event was not provided. On (B)(6) 2015, the patient experienced withdrawal symptoms including increased spasticity and pruritus. The patient had contacted the healthcare provider who then reported the symptoms to the company representative. In an effort to troubleshoot the issue, a single bolus was programmed through the pump with no subsequent therapeutic response. As a result, the pump and catheter were replaced on (B)(6) 2015. It was unknown if the issue had resolved as of the date of this report, but it was noted that the patient was alive without injury. The cause of the issue and outcome was not provided. Additional information has been requested, but it was not available at the time of this report. Information was received from the manufacturer representative that the pump and catheter had been returned. The rp document contained no new information.

Manufacturer narrative:
(B)(4). The pump was returned and analysis found no evidence of anomalies. See MFR report 3007566237-2016-00433 for information on the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.